Manufacturer narrative:
Initial reporter phone no.: tel: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) over infused. The reporter stated that the device emptied over about 30 hours instead of the expected 46 hours. This was observed during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to d1: brand name, f10/h6: health effect - impact codes (replace f27 with f26). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.